Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and guidewire lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the navilyst medical november 2008 complaint report did not identify any adverse trends regarding this product and the reported failure mode of "broken." As no sample was available for return, we were unable to provide lake region mfg., our guidewire supplier, with a device for evaluation. They did, however perform a device history review relative to the manufacturing inspection, and packaging of the associated guidewire lots. Their review found all devices to have met specification prior to shipment. As no device is being returned for evaluation, the exact cause of the incident is unable to be determined. The directions for use packaged with this device include the caution: "never withdraw the guidewire through the needle as this could damage the guidewire. If the guidewire tip must be withdrawn while the needle was inserted, remove both the needle and the guidewire as a unit."

Event description:
A procedure in late 2008, placed a vaxcel pasv PICC. The guidewire was removed and appeared to be intact. During a follow-up x-ray, however, a piece of wire was visualized in the patient's distal pulmonary artery. The hospital has indicated that they had some trouble inserting the wire initially. They do not plan on removing the guidewire fragment. The radiologist has stated that "it would be acceptable for the wire to remain there." No device sample is being returned.